Event description:
The patient reported that they were having their device checked after receiving shocks and a nurse told them that there were inappropriate shocks and to call for more information. Follow up conducted with the patient¿s clinic indicated that the patient called the clinic on the date of the shock and spoke with an on-call physician. The physician instructed the patient to go to the emergency room, but the patient declined and has not been seen in the office since that date. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).